Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and optimized. The system interconnect and high voltage cables were evaluated. The system mainframe batteries were also evaluated and found to be functioning as intended. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would oscillate between a black or white image, with neither being diagnostic or usable. No patient death or serious injury was reported.